Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a display (blank screen) issue. It was reported that rebooting the pump resolved the blank display issue. This complaint is being reported because the cause of the event was not determined. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the pump has been returned, and it was evaluated by product analysis on 10/03/2014 with the following findings: there were no findings observed in the black box data that were pertinent to the reported event. The pump powered on, and the display screen was found to be fully functional: the reported event was not duplicated. Unrelated to the reported event, the battery compartment was observed to be cracked in multiple places.